Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure."

Event description:
It was reported that during a laparoscopic cholecystic procedure, ¿replace instrument/instrument error detected¿ was displayed. Although the device was reset several times, the event continued. However, eventually, the device passed a system check and the device was activated. Then the blade was broken off inside the patient. The broken piece was retrieved from the patient with a forceps through a trocar. Gen11 was used. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.